Event description:
It was reported deflation issue occurred. The patient underwent percutaneous coronary intervention. The target lesion was located in the left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the balloon was deflated very slowly. The physician allowed 10 seconds for the balloon to deflate before attempting to withdraw it. The device was removed intact from the patient's body in a deflated state. The patient did not experience any symptoms while the balloon remained inflated. The procedure was completed using a different device. There were no patient complications, and the patient was stable post-procedure.